Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use aspiration needle failed out of the box, where the loop package was open and when the customer tried to unscrew it, they found that it was glued or would not work. The issue occurred during an unspecified blocked endobronchial ultrasound procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.